Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump black box data and alarm history showed multiple cs 052 call service alarms. During investigation, the pump was powered on and emitted a cs 052 alarm that would not clear. Further testing was not able to be performed due to the recurring alarm. Evaluation revealed a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump¿s cover was removed, and no intermittent condition was found to the display circuit or pcb. Unrelated to the call service alarm issue, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.